Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the latch lock had a broken pin. The tamper seal was not broken. Review of the event history log (ehl) showed a no disposable. The device was powered on and the device alarmed. The reported issue was duplicated due to a faulty downstream sensor. The downstream sensor was inoperable and contributed to the continuous alarm. As a result, the downstream sensor was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. H3 updated.

Event description:
It was reported the device has a constant alarm. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: date of event unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.